Event description:
On (B)(6) 2012, the patient/reporter contacted animas to report she had blood glucose excursion while she had an incorrect date and time issue. The date was off by one day while the am/pm mode was inverted. The date and time were set to (B)(6) 2012 8 pm when it should have been (B)(6) 2012 8 am. The patient's basal rate was set to 0.4 unit starting at 12 am and 0.8 unit at starting at 6 am. Since her am/pm was switched, she reportedly was not getting correct basal rate. On the morning of the phone call to animas, her blood glucose reading was at 457 mg/dl at 6 am. Although she took 6.2 units of bolus insulin via the pump, her blood glucose elevated to "hi," possibly above 600 mg/dl at 7 am. The patient's blood glucose reading was corrected with 10 units of insulin at 7:30 am. In addition to the high blood glucose incident, the patient obtained a blood glucose reading of 31 mg/dl at 1 am and had to suspend her insulin pump at the time of concern. The time/date issue was resolved with training. There was no product misused. The date and time was maintained when the battery was removed for less than 24 hours. This complaint is being reported because the patient had blood glucose excursions while the date and time was incorrectly set on the insulin pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: the dates in the total daily dose history were inconsistent changing from (B)(6) 2013. There was no data in the pump black box from this time due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A time keeping accuracy test was performed and found that the pump maintained time accurately over 5 days duration. The pump was powered off for one hour and the time and date had reset to default. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.